Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer's blood glucose level. Cts provided guidance and walked the caller through resetting the pump, after which the cgm error did not display again, and the caller successfully started their sensor session.